Manufacturer narrative:
(B)(4). The device is not intended for sale in the us. Similar product sold in the us.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the catheter over needle and could not advance further. A new kit was used.

Manufacturer narrative:
(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on (B)(6) 2017, was sent in error.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the catheter over needle and could not advance further. A new kit was used.